Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl. Customer's blood glucose was 508 mg/dl at time of call. Customer did not know of reason for high blood glucose and did not want to troubleshoot.